Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the universal surgical manipulator (usm) 4 kept faulting out. The customer stated that after pressing the recover fault button the error would return immediately. The technical support engineer (tse) explained that they could try recover from the fault, disable usm 4 and continue with arm 1-2-3, or try a hard reboot on the system. The customer performed a hard reboot on the system and when the system powered back on it homed without any errors. However, the customer stated that when the surgeon started working, the error 32100/32098 returned on the usm 4. The customer recovered from the error and was continuing with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the case was delayed more than 15 minutes. The usm 4 was disabled to complete the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 4 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and the reported failure was confirmed but not replicated. Fa reviewed the site logs and confirmed errors 32098 and 32100, but the faults were not replicated. The errors were on the setup joint (suj) and not the usm. The usm was tested on an in-house system in normal mode with no related errors. The usm was also tested on a patient side cart (psc) fixture test platform (pftp) with no related errors. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.